Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate. Source: phone.

Event description:
Reports 4 false positive flu b results. Patients symptomatic. Confirmed with pcr test. Report 3 of 4.